Manufacturer narrative:
Adverse event: international medical device regulators forum (imdrf) adverse event reporting. Health effect clinical code: no clinical signs, symptoms or conditions. Health effect impact code: no health consequences or impact. Medical device problem code: detachment of device or device component. Component code: cap. Type of investigation: insufficient information available. Investigation findings: assembly problem identified. Investigation conclusions: cause traced to user.

Event description:
Pentax medical was made aware of an event on (B)(6) 2020 that occurred in the operating room during use in the emea region. The reported complaint that the "dec [distal end cap] mpossible to use, does not fit on the duodenoscope. The second dec elevator broke during the gesture, several fragments of stones were stuck." Involving a pentax medical accessory model oe-a63, lot number 0011020, used with a pentax medical video duodenoscope, model ed34-i10t2, unknown serial number. Patient information is unknown. On 19-jan-2021, a device history record(DHR) review for model oe-a63, lot 0011020 was previously performed under ivai-21-010034, the DHR review confirmed the endoscope was manufactured on 29-jan-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 10-feb-2020. On december 16, 2020, pentax france qa and pentax field technician had an onsite debriefing with the national applicative and technic manager, the concerned physician, pharmacist and safety officer, and two biomedical personnel. A list of questions was provided to help identify the primary cause of disconnection of the oe-a63 dec. In addition to the meeting, installation tests with two model oe-a63, lot number 0011090, were carried out on your two model ed34-i10t2, serial number (B)(4) and (B)(4) in accordance with the current oe-a63 operating manual #a042 r02 to ensure the dec is attached "firmly" on the distal head. An ease of disconnection appeared after several insertions/disconnections of the same dec, which makes sense as it is a single-use accessory. The two duodenoscopes were inspected and a weakness of the elevator to return to position was noticed with serial number (B)(4) , although this does not influence the phenomenon of the disconnection of the dec. Following the new training on the installation of the oe-a63 which was especially given by pentax field technician on september 25, 2020 on the problem of disconnecting dec, it was noted that after investigation only 2 ide (graduate nurse) from the endoscopy pole have recorded their participations in the training on how to install the distal end cap(dec).